Event description:
In 2008 at 11:40 pm, a lay user/patient contacted lifescan (lfs) alleging that an onetouch ultra meter had an error 2 message. The medical affairs specialist (mas) was able to contact the patient to obtain/verify additional information. The patient normally tests her blood glucose at least four times a day and manages her diabetes with sliding-scale insulin; taken based on meter readings and carb/counts. The patient currently takes 10-12 units of lantus and an unspecified dose of novolog based on carb/counts and meter readings. On that day at 6 pm, the patient stated that the subject meter displayed an er2 message. As a result, the patient claimed that she took her novolog based on her carbs/count before going to bed and reportedly woke up feeling shaky (this was around 11:00 pm). The patient stated that she drank some juice and felt better. The patient was not tested on any other devices during this time and did not mention seeking any medical intervention after the alleged issue. The patient stated that her last blood glucose test before the error message was in the normal range (80-110 mg/dl) and that she did not engage in any unusual activities before the meter issue. This was not a new out of box product and the test strips and testing technique were correct at the time of testing. The error 2 message occurred only when the test strip was inserted into the test strip port. A retest with a new vial of test strip was performed; however, the alleged issue was not resolved. The patient's products have been replaced. This complaint is being reported due to the following conclusions: the alleged issue was not resolved with troubleshooting. The patient's reported symptom of "shaky" can be associated with hypoglycemia, and it reportedly developed after the alleged meter issue.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.